Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during intra-operative testing (ref. MFR. Report#1627487-2017-04628) the lead was reading high impedances. Troubleshooting attempts were made however, the issue persisted. As a result, surgical intervention may be undertaken at a future date to address the issue.

Event description:
Follow-up identified surgery took place on (B)(6) 2017 wherein the lead was explanted and replaced with a different model which resolved the issue.